Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was identified through an event history log review. The cause was false empty detect at initial drain (I-drain) and I-drain alarm volume was met. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2014 at 20:41:31. During night drain cycle one, the patient's ultrafiltration reading was 724ml, indicating the home patient (hp) drained 724ml more than their maximum programmed fill volume of 1000ml. No further information was available.